Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was slow to respond to commands and had intermittent button response. It was also mentioned that there was delay when customer pushes the button and when insulin pump takes action. Blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.